Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-02726. Follow up information identified the patient underwent surgical intervention on (B)(6) 2019 when the physician explanted the patient¿s two migrated leads and replaced them with new leads. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02726. It was reported the patient experienced ineffective therapy after he mowed his lawn in early (B)(6) 2019. Reprogramming attempts were unsuccessful. X-rays revealed the patient¿s two leads had migrated. To address the issue, the physician plans to perform a lead revision.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02726.